Event description:
It was reported that the patient had a recent increase in seizures and has been referred to the neurologist for "battery failure". Attempts for additional information are being made; however, no additional information has been received.

Event description:
An implant card was received which indicates that the patient underwent generator replacement surgery on (B)(6) 2013 due to neos - yes. The generator was received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
This information was inadvertently left off of follow-up MFR. Report #02.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the supplemental report inadvertently did not update this information. Describe event or problem, corrected data: the supplemental report #3 inadvertently reported the analysis results incorrectly. Analysis of the generator did not verify an existence of an error in calculating the device's battery voltage. There was no such error due to calibration issue present.

Event description:
Analysis of the generator identified that a review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Review of the device manufacturing records showed post-burn test results confirmed that the device was in fact affected by the impacted by the ets calibration issue. As a result of this calibration issue, the generator voltage measurements were lower, than the actual voltage of the battery. This event has been previously investigated by the manufacturer.

Event description:
Analysis of the generator was completed on (B)(4) 2013. The final electrical test, shows an neos condition. There were no performance or any other type of adverse conditions found with the pulse generator.